Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report clip opened it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, the clip had relaxed too much. Therefore, the clip was rep-opened and re-grasped the leaflets, but the clip opened while locked again. It was noted that it was possible there was too much tissue. The cds was removed with the clip attached and the procedure continued with a new clip. One clip was implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. Na.